Event description:
Suture breakage. Customer reports suture breakage during coronary artery bypass surgery. Event had no reported adverse consequences to the patient. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.